Event description:
The operative report/discharge summary were received and indicate the following: " the patient is a (B)(6) male who, in (B)(6) 1998, had an aortic valve replacement. He subsequently went on to develop atrial fibrillation with sick sinus syndrome and had a pacemaker placed. He has had worsening renal failure and approximately a year ago was placed on dialysis. Now, he is having increased shortness of breath and on workup was found by transesophageal echocardiography to have severe prosthetic valve stenosis with an aortic valve area of 0.1 cm2, an ejection fraction of 55% and elevated pulmonary artery pressures. He did undergo cardiac catheterization and was found to have an 80% proximal lad stenosis after a large diagonal branch, the remainder of the coronary anatomy was free of significant disease. He was noted to have pulmonary hypertension with pa pressures of 66/25 with a moan of 40, a wedge of 32 and lvedp of 25. The patient was seen in cardiac surgical evaluation and was felt to be a candidate for redo aortic valve replacement and coronary bypass grafting, with significant increased risk with a euroscore of 23%... The explanted valve was noted to have significant calcification of all 3 leaflets that were essentially non-mobile and there was a slit-like central opening, which was his affected orifice. Then, 4 days post replacement surgery of this valve, the patient's condition deteriorated and he developed problems with the pulmonary, cardiac, renal and endocrine systems. The patient expired due to multisystem organ failure.

Event description:
It was reported that an edwards 23mm aortic valve was explanted after an implant duration of approximately 166 months, and patient expired 4 days later. As per the initial report, "patient underwent redo-avr. He was diabetic, obese and expired four days post-op. Apparently [the patient] was a very sick patient at the time of his procedure." Multiple requests to obtain additional information such as operative reports and cause of death have been unsuccessful.

Manufacturer narrative:
The operative report/discharge summary were reviewed: it's noted that the patient had multiple underlying chronic illnesses including atrial fibrillation, sick sinus syndrome, permanent pacemaker, shortness of breath, aortic stenosis, pulmonary hypertension, previous CABG and avr, peritoneal dialysis for kidney failure, and recurrent coronary artery disease of the lad. Despite being critically ill, the patient had re-do cabgx1 and avr. Initially he showed improvement the first few days post-op. Then, the patient's condition deteriorated and he developed problems with the pulmonary, cardiac, renal and endocrine systems. The patient expired due to multisystem organ failure. Per the operative note and initial report, there is no indication of a device relationship to the patient's cause of death.

Manufacturer narrative:
The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Despite multiple follow-up attempts, the device has not been returned for evaluation and no additional information was provided. Without device examination and/or death summary (autopsy report), the relationship between the edwards' device to the patient's cause of death could not be determined. Follow-up attempts are ongoing, and this report will be updated once additional information is provided.